Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2021. During the procedure, the bands became twisted on the ligator head causing the bands failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a050501 for the reportable issue of bands failed to deployed. Block h10: investigation results: the returned speedband superview super 7 was analyzed. A visual evaluation noted that the handle assembly and ligator head were returned with the device. It was noted that the handle had damage from the tension of the tripwire. The tripwire was partially rolled in the handle assembly and it was severely kinked. The trip wire was also not secured in the handle slot and the slack was not taken up correctly. The ligator head was returned with the shrink wrap still attached and it was observed that the first band was moved. One tooth of the ligator head was found bent. Additionally, the suture was cut, leaving one part attached to the distal tripwire loop and the other part attached to the ligator head. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other issues with the device were noted. The reported event was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle slot, nor did the handle have evidence that the trip wire was previously secured. Additionally, it is likely that the slack was not removed properly. The IFU states, "take up slack by pulling proximal end of trip wire on handle unit. Secure trip wire in slot on handle unit". Failure to follow these steps could cause the trip wire to slip through the handle assembly and affect the overall performance of the device. This could lead to more tension to the ligator head teeth causing them to bend. Additionally, the suture was cut, likely to remove the device from the scope, and the shrink wrap was still present on the ligator head and one band was moved. This is evidence that the handle was rotated without removing the shrink wrap since the trip wire was partially rolled in the handle assembly and there was evidence of damage to the handle from the tension of the trip wire. Additionally, the trip wire was found kinked. This could have occurred due to user manipulation or the technique used during the procedure. Taking all available information into consideration, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2021. During the procedure, the bands became twisted on the ligator head causing the bands failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.